Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test, +6.95%. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: one pump was returned for analysis in used condition. Visual inspection found the device was in good condition. Functional testing was performed. The customer reported accuracy issue was not duplicated. Further investigation revealed the pump failed a 50 ml cassette test. The latch lock mechanism was adjusted and the front housing piezo replaced to resolve this issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.